Event description:
The user from user facility reported that the device had a leak during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9. Correction: on 8/6/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to fluid leaks for devices registered under erl product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years.

Event description:
No new information.